Event description:
It was reported that loss of capture was observed on the right atrial (ra) lead. Fluoroscopy was performed and revealed the ra lead was dislodged from the implant position. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition. No allegation of malfunction was made against the ra lead.